Event description:
Per information provided: on (B)(6) 2017 ¿ patient was diagnosed with two incisional hernias thereby underwent open repair with the implant of perfix plugs (device 1, 2). Per op notes, ¿the fat was gradually freed up at the edges of the two defects. A small and medium perfix plugs (device 1 and device 2) were placed and secured to defect using sutures.¿ on (B)(6) 2019 ¿ patient had recurrent incisional hernia thereby underwent repair with the removal of mesh (device 1, device 2). (Note: there is no op notes provided for this procedure in medical records). Attorney alleges adhesions, hernia recurrence, mesh migration, pain and suffering.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note, the manufacturing date (15-feb-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.